Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. Reportedly, the procedure was to treat a lesion in the right transverse sinus vein with significantly tortuosity. It should be noted the absolute pro vascular peripheral self-expanding stent system instructions for use (IFU) states: the absolute pro vascular self-expanding stent system is indicated for improving luminal diameter in patients with de novo or restenotic atherosclerotic lesions in the native common iliac artery and native external iliac artery with reference vessel diameters between 4.3 mm and 9.1 mm and lesion lengths up to 90 mm. The investigation determined the reported difficulties appear to be related to deviation of the IFU and subsequent circumstances of the procedure as it is likely that use of the device in the right transverse sinus vein in conjunction with interaction with the significantly tortuous anatomy resulted in preventing the shaft lumens from moving freely; thus resulting in the reported activation/deployment failure and reported entrapment of device. As reported, surgery was performed to remove the device and complete the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 1494 - incorrect anatomy.

Event description:
It was reported that the procedure was to treat a significantly tortuous right transverse sinus vein lesion. A 10x60 mm absolute pro self-expanding stent system (ses) was advanced; however, the stent did not fully deploy in the vessel and remained attached to the ses. During removal, the stent got stuck when trying to pull it back into the guiding catheter. Surgery was performed to remove the device and complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.